Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 week after the dental implant was placed in ada site 14 in the mouth, the implant did not achieve integration. Clinician reports the implant was placed too close to the sinus. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 week after the dental implant was placed in ada site 14 in the mouth, the implant did not achieve integration. Clinician reports the implant was placed too close to the sinus. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).